Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient was revised to address pain and elevated metal ion levels.

Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
Update 12/22/2015- pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported pain with sitting for periods of time or driving. The medical records and revision surgical report noted lobulated fluid collection along the greater trochanter, metallosis, trochanteric cystic lesion gray in color, 2 cystic lesions upon incision that were encased and stemmed from small focal defect is fascial area, synovitis, and corrosion on the trunnion that was able to be wiped out with a dry towel. Lab results indicated elevated ions greater than 7 parts per billion. There was no report of instability. There is no new additional information that would affect the existing investigation. The complaint was updated on: jan 13, 2016.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.